Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day post implant of this 27mm mitral mechanical valve and 10 years and 8 months post implant of this 25mm tricuspid annuloplasty band, it was reported that the patient experienced seizure activity and a stroke. A computed tomography (CT) of the head demonstrated no acute process. An electroencephalography showed status epilepticus and a anti-epileptic drug was administered. It was stated that the computed tomography (CT) showed the presence of a right m2 branch occlusion, a relatively small branch distal to a trifurcation of the middle cerebral artery (mca), with immediate distal reconstitution and showed a region of moderate stenosis of right m2 branches with post-stenotic dilatation. An magnetic resonance imaging (MRI) of the head was obtained the following day. No additional adverse patient effects were reported.